Event description:
It was reported when aspirating from the stopcock on the sheath, air bubbles were observed. Another device was used to complete the procedure with no consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of device analysis, if there is any further relevant info, a supplemental medwatch report will be filed.